Event description:
Related manufacturer report number: 3006705815-2023-02878. It was reported that during the patient's pocket revision on (B)(6) 2023 the ipg reset itself because it got zapped by electrocautery. The ipg was able to be reset and the procedure continued with no other complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.